Manufacturer narrative:
Resource optimization & innovation, llc is the repackager/relabeler of the blood pressure cuff and not the device manufacturer.

Event description:
After treatment at the (B)(6) lab for an out patient procedure, the patient called following discharge the day of their procedure stating they had bilateral upper arm rashes and asked whether there is latex in the blood pressure cuff. The clinician informed the patient that the blood pressure cuffs are latex free. Both the clinician and the patient assume the rash came from the blood pressure cuff.